Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis medstation es drawer had broken rails. A field service engineer removed drawer from the rails, which led to damage. Field service engineer replaced the drawer, effectively resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system the primary drawer 5 is misaligned, and several ball bearings are out of position, resulting in the drawer malfunctioning and failing to close properly. Access to medications is not possible. There were no adverse events or injuries reported based on this events.

Event description:
It was reported by the customer that the pyxis medstation es system the primary drawer 5 is misaligned, and several ball bearings are out of position, resulting in the drawer malfunctioning and failing to close properly.access to medications is not possible. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 5 broken rails destroyed back of drawer. A field service engineer removed drawer 5 from the rails, which resulted in the drawer being damaged. The drawer was subsequently replaced, and the issue was successfully resolved. The system functioned as intended after field service engineer troubleshooting.